Event description:
Discordant low heparin results were obtained on patient samples. The results were not reported to the physician. The samples were repeated with freshly prepared reagents and higher results were obtained in better accord with patient history. The repeat results were reported. Patient treatment or diagnosis was not altered on the basis of the discordant low patient heparin results. There was no report of adverse health consequences as a result of the discordant low patient heparin results.

Manufacturer narrative:
The cause of the discordant low heparin results is user error. This event and other similar occurrences at the same account with the same reagent system were instances of improper reagent handling by the same technologist. The supervisor at the account does not suspect a product issue. The supervisor at the account committed to retraining of the technologist on proper reagent preparation and handling. In each occurence the issue was resolved with proper preparation of fresh reagents. The instrument is performing within specifications. No further evaluation of the device is required.